Event description:
During routine testing of the device at the service center, the service tech reported the ball plunger in side a of the calibrator was stuck. This calibrator was originally returned due to the device not functioning as expected when the ball plunger issue was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.